Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), depression ("depression") and headache ("headaches"). The patient was treated with hysterectomy, surgery to remove the essure implant on (B)(6) 2015. Essure was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, alopecia, depression and headache outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, alopecia, depression and headache to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 2 months after insertion pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 20-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year and 2 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy) other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.